Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexibility sensor enabled ablation catheter was received for evaluation. Electrodes 1-4 and the sensor met specifications for acceptable resistance values with no open or short circuits detected however, the thermocouple wires read as an open circuit. Further investigation revealed that the thermocouple wires had been kinked within the distal tip assembly, consistent with the open circuit detected and the reported recognition issue. Information from the field indicated the generator displayed an error message and the catheter was replaced, therefore when the steam pop occurred remains unknown. Actions have been taken to prevent reoccurrence of the kinked thermocouple wires.

Event description:
During an ablation procedure, a steam pop and pericardial effusion occurred. During ablation in left ventricle apex, the generator indicated an error message stating the catheter was not connected. The catheter was replaced and ablation continued. The patient became hypotensive and ultrasound confirmed a pericardial effusion and pericardiocentesis was performed to stabilize the patient.